Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was suturing using the mega suturecut needle driver instrument, the surgical staff noticed a wire was broken on the instrument and pieces had fallen into the pt. The instrument pieces were removed from the pt and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close to be broken near the proximal pulleys and the proximal clevis cable hole, causing the pulleys to spin freely. The proximal clevis hole exhibits wear on one edge. Other cables at the instrument wrist are not damaged. Per the info provided by the initial reporter, the known instrument fragments were successfully retrieved from the pt.